Event description:
I have been using a CPAP machine for sleep apnea for over a decade. I was provided a new resmed airsense 11 machine this week, my first resmed machine. My supplier set it up for my doctor, and went through the setup with me for the resmed myair app. I was told the machine was "ready to go". I set up the machine in the afternoon, and began to use it for the first time that night. During the night I got up for a time, and the machine turned itself off, as it is designed. When I returned to bed, the machine would not restart. I looked at the screen on the machine, and resmed decided to push a software update into the machine in the middle of the night while I was using it. And the machine would not restart until I went through the entire setup procedure again. This needed to be done on a small, difficult to read programming screen. It took me over 15 minutes and I skipped several programming steps in order to do it. It is completely unsafe for the company to push software updates to their machines when they are in operation. This was stupid and dangerous.